Manufacturer narrative:
Other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was having their implantable neurostimulator (ins) replaced due to normal battery depletion. The next day during replacement it was noted there was an insulation breach on the extension, described as a "slit in the insulation". The healthcare provider used medical adhesive to cover up the slit during the procedure, and it was seen that there was an open circuit on contact 3, showing >40,000 ohms.

Manufacturer narrative:
Continuation of medical devices: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension, product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the high impedance was not resolved. It was stated the patient had an open circuit prior to surgery. The open circuit remained but the surgeon was not certain of the cause or the location of the open circuit. The rep stated the therapeutic settings were not impacted by the open circuit. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.